Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was due to an accidental disconnection of the transfer set which subsequently fell on the floor, the caregiver picked up the transfer set and ¿placed it on the patient¿s catheter¿( the titanium adapter remained on pd catheter). It was not reported if the patient was hospitalized for the event. The same day as event onset the patient was treated with intraperitoneal (ip) vancomycin one gram every 48 hours, for six days and ip amikacin 100 mg per day for six days. One week after event onset the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported that no damage was observed in titanium adapter and on an unreported date it was replaced as a "preventive action due to aseptic technique". The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.